Manufacturer narrative:
Device history record for lot reported was reviewed and no issues were observed. Product was manufactured, tested and released in compliance with our procedures. Instructions for use includes choroidal detachment as a complication and adverse reaction. Hypotony is also included as a known complication of aqueous shunts. This is the first report received for the lot reported. There is no sample available for evaluation. Distributor has contacted customer and requested further information. Once customer provides more information this report will be updated.

Event description:
The valve that maintains intra-orbital pressure did not work. It led to major hypotonia with intraocular pressure lower than 6mmhg and to choroidal detahment. The surgeon sutured the valve and injected viscous but it did not change anything.

Manufacturer narrative:
Device history record for lot reported was reviewed and no issues were observed. Product was manufactured, tested and released in compliance with our procedures. Instructions for use includes choroidal detachment as a complication and adverse reaction. Hypotony is also included as a known complication of aqueous shunts. This is the first report received for the lot reported. Distributor has contacted customer and requested further information. Once customer provides more information this report will be updated. Customer has not provided further information to distributor. The unit was received for evaluation the unit was tested and the unit met the specification.

Event description:
The valve that maintains intra-orbital pressure did not work. It led to major hypotonia with intraocular pressure lower than 6 mmhg and to choroidal detachment. The surgeon sutured the valve and injected viscous but it did not change anything.